Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this device came in for a routine follow-up, at which time an untreated episode in the primary vector was noted. A request was made to have the data reviewed by technical services, as it was suspected to be a sense b node issue. The technical services data review confirmed the suspected sense b node anomaly and provided mitigation guidance upon the patients returns for follow-up. To date, no further information has been received and on other complications reported. The device remains implanted and in service with no resulting adverse effects.